Event description:
Patient reported via distributor left side "inflammatory breast disorder", "baker's grade IV capsular contracture", "peri-implant inflammatory changes with little peripheral laminar fluid", and "simple cysts" not device related. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events, seroma- late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma- late, capsular contracture baker grade IV.